Event description:
A pt reported experiencing diabetic ketoacidosis while using a one touch meter. Pt has been using the ot meter for 4 months befor event. In 2001 pt was not feeling well and vomited several times. Pt drank gatorade and pedialyte to replenish self for lost fluids. Pt's blood glucose was 119mg/dl and 81mg/dl at about 17:00. Pt went to emergency room and was admitted with dka at 22:00. The pt's blood glucose was 680mg/dl on hospital meter at the time of admission, 5 hours after the last ot meter reading. Because the ot meter was reading erratically, pt reportedly withheld taking nph insulin 2 days prior but continued taking regular insulin. No further information has been reported.